Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley tray did not include the catheter gel.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It was unknown whether the product had caused the reported failure. Only a leaflet photo was attached. Further functional testing could not be performed if only based on the attached photos. A potential root cause for this failure could be operator error a review of the device labeling has been conducted for investigation purposed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley tray did not include the catheter gel.

Manufacturer narrative:
This supplemental MDR is being submitted to capture corrections. There was no patient involvement. This event is not reportable. Correction: d. Initial reporter name: japanese red cross society mito red cross hospital this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley tray did not include the catheter gel.